Event description:
A (B)(6) male pt contacted zoll customer support that the battery charger/modem was resetting and would not charge his battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger/modem was experiencing resets and would not charge a battery pack. Upon evaluation, component u13 (8-bot cmos flash micro-controller) was shorted on the bedside board. The cause of the inability to charge and the resets is the shorted u13 component. The root cause of the shorted u13 component cannot not be positively identified. No adverse event resulted from the shorted u13 component. The pt received a replacement charger/modem.